Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It is reported that the patient presented with buccal swelling and pain in tooth site # 30 (universal). Infection was noted and the implant was removed and the site was grafted. Abscess, edema, inflammation, and suppuration are also reported consequences of the infection. The site was also grafted prior to the original implant placement.